Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that damage or deterioration of parts due to wear and tear contributed to the following issues: air leakage at the connector, poor watertightness of the connector, water ingress into the cable, and water ingress into the head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air leak at the connector, poor watertightness of the connector, water ingress in the cable and water ingress in the head. There was no patient involvement.